Event description:
Healthcare professional reported "right breast implant rupture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Corrected data: g.3. Aware date of previous supplemental emdr should have been listed as 24jan2024.

Event description:
Healthcare professional reported "right breast implant rupture." Device has been explanted.

Event description:
Healthcare professional reported "right breast implant rupture." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken device assessed as fold flaw opening. Additional observations: observed stress marks. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 12/04/2023. Correction to g.3. Aware date of supplemental medwatch #3. Aware date should have been listed as 02/19/2024.

Event description:
Healthcare professional reported "right breast implant rupture." Device explanted.